Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to significant weight loss. In turn, patient underwent surgical intervention wherein the ipg pocket site was moved and the ipg was electively explanted and replaced. Postoperatively, the patient had effective therapy and the pain had resolved.